Event description:
According to the reporter: the obturator was inserted into the cannula and the safety shield broke off. All this before the surgery started, the piece did not touch the pt.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).